Event description:
Two years ago pt discovered a lump under right arm. Four months later pt had 3 lymph nodes removed by the request of primary doctor. It was out-side pt care and recovery. Pt now has another lump under left arm. Pt has had several opinions of what is happening to cause these lumps. The silicone implants have not ruptured. Just leaking silicone thru the silicone implant walls. Settling into the lymph nodes under arm. Now they have to be removed. Pt was not told they would do this. And that implants have to be replaced every 10 years. This is something that women should be aware of before going ahead with this procedure. Pt has no ill effects from the silicone leakage, for now.